Event description:
It was reported that a spectrum pump had a downstream occlusion detection pressure which was above spec. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval found the downstream sensor current readings with a fluid filled set to be above spec. The eval also found the downstream pressure plate gap measurement to be out of spec. Downstream occlusion testing was performed per the spectrum preventive maintenance procedure with the pump performing as expected. The device will be recalibrated to ensure proper detection.